Event description:
It was reported that pump experienced malfunction alarm labeled malf 0 with no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided reset instructions and assisted customer with performing pump reset, and no additional outcome information was reported.